Event description:
On (B)(6) 2011, the patient reported the up button of her infusion device did not function while attempting to bolus. She stated she pressed the up button until 0.0 flashed and she pressed the up button to program the bolus and the infusion device did not respond and returned to the main display showing her current basal rate. She was able to program a quick bolus at the time of the call without issue. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.